Event description:
It was reported that surgeon decided to revise poly inserts because of possible poly wear.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right insert cr scorpio fex. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.